Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a posterior capsule rupture was noticed during laser assisted cataract surgery. The laser portion was completed without issue. All incisions were opened and the capsular button was removed without complications. The physician stated during phacoemulsification the lens was dense and hard to crack. The posterior capsule rupture was noticed during irrigation and aspiration. The physician was able to complete cortex removal, and enlarged the main incision and implanted a sulcus lens with no additional procedures needed.

Manufacturer narrative:
The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).